Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 30jun2020.

Event description:
It was reported the customer turned on the unit and it alarmed. The device was in use, however there was no patient harm. The manufacturer's international service technician evaluated the unit and confirmed when the unit was turned on it alarmed to a primary alarm failure. The manufacturer's international service technician replaced the speaker and the issue was resolved.

Manufacturer narrative:
G4: 10oct2020. B4: 12oct2020. The device was not in use with a patient at the time of the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.